Manufacturer narrative:
Device MFR dates: battery pack: 01/2007. Device eval summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The second battery pack and charger have not yet been returned for evaluation. The defective u3 and battery cells will be replaced. No adverse event resulted from, the faulty battery pack. The pt received two replacement battery packs and a charger.

Event description:
A female pt called lifecor customer support to report that when changing out her battery pack that day she noticed the charger "did not light." The pt stated her current battery pack was low and the battery pack in the charger did not charge. The pt confirmed her charger was plugged into a working ac outlet, not controlled by a light switch. The pt was provided with two new battery packs and a charger.